Event description:
It was reported the pt experienced ongoing pain at the ins site causing discomfort. The pain was reported as "acute pain near the pocket site." A loss of therapeutic effect was also reported with no stimulation sensation. The symptoms had been ongoing for the past two years. The lack of effect had been experienced since implant and the pain at the ins site had occurred for the past year. The pt wanted the device explanted due to it not providing any relief and she required an MRI for her cancer. In february the pt had difficulty adjusting the stimulation. The pt was going to try a new battery in the programmer. The pt suspected the ins battery was depleted. Follow up with the hcp indicated the device has or will be explanted. No explant date was provided. The pt has a history of recurrent carcinoma of the breast. No other info was provided.

Manufacturer narrative:
.